Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during use of the device for a roux-en-y procedure, the needle fell out of the suturing device and into the patient. The needle was retrieved by use of graspers and the surgery time was delayed by more than 30 minutes however the delay did not affect the patient. No further patient information could be provided.